Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station failed to power on. A field service engineer (fse) confirmed that the station was up and running and was told that the hospitals engineers helped straighten one of the bended dumb cables pins and the customer was able to boot the station up. Later the fse checked the pin again and found it is bended, so straightened up the pin and made sure both ends of the cables were tightened. Then booted up the station and reconfigured the tower to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, auxiliary tower did not power up. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.